Event description:
During initial testing at the manufacturer facility, it was found that the device fails to detect slide clamp position and delivers with no slide clamp in place. Note: the device was receivedd from the customer with a report of "the device was received from the customer with a report of "the device has a door problem. Will not close."